Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not fire during the resection of colon on a laparoscopic colectomy. Another device was opened to complete the case. There was no patient injury.